Event description:
On (B)(6) 2011, we became aware of an order entry error made on our abacus software. Abacus is our (B)(4) based order entry software used for tpn calculations and label printing. The software includes warning limit capability, aluminum tracking, drag and drop calcium phosphate solubility curve utility and other features to accommodate individual facility protocols. According to the facility, the tpn order was entered into the software incorrectly. Specifically, a data entry error was made in regards to the volume of heparin ordered. For this reason, the tpn produced contained greater levels of heparin than intended. While investigating this incident, our technical support pulled the associated device files for evaluation. Through this investigation, we found the software delivered in the volumes ordered. Furthermore, the order volumes were printed on the tpn label for additional verification. The device was found to be operating as intended, without any sign of error. After production, the order was administered to the patient during an 18-hour infusion. As the heparin levels were clearly printed on the tpn label, the error was noted by hospital staff during the following morning's drip rounds. Once recognized, the error was corrected through the administration of protamine, thereby reversing the effects of the heparin. No adverse outcomes have been reported concerning the patient. The user facility has confirmed that the patient's status is fine. After learning of this event, our support staff assisted the customer by adding a warning limit to prevent recurrence. Additionally, we have worked with the customer to install more expansive warning limits.

Manufacturer narrative:
Evaluation summary: while investigating this incident, our technical support pulled the associated device files for evaluation. Through this evaluation, we found the software to be operating according to specifications. The abacus software calculated the order values exactly as entered by the user. Furthermore, the user was presented with a detailed report describing the contents of the tpn bag. This report clearly shows the total volume of each ingredient contained within the bag. Standard practice includes a review of these reports by the pharmacist as a final quality check. Through our investigation regarding the performance of this product, we have concluded that no malfunctions occurred. The system performed as designed, providing the necessary tools to make an informed decision regarding the content of the tpn. Abacus is designed to be used by trained pharmacists and/or pharmacy technicians; therefore, while the software provides increased levels of safety, it cannot replace the professional judgment of a pharmacist. Since this event, baxa technical support has worked with the customer to install more expansive warning limits to help prevent a recurrence of this incident. Evaluation method: computer software performance test conducted. Results: device performed according to specifications. Conclusion: device operated according to specifications, no device failure, user error caused event.